Event description:
Philips received a complaint by the customer on the v60 indicating that the device is setting off alarms. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states that device is giving low pressure alarm and high-pressure alarms when alarm limits are set to not giving any alarms. Trouble shot with customer suggested to customer to perform pressures accuracy test on device. If failing replace the da board. Customer states they will test device and callback if further assistance is needed. Customer is requesting part number for replacement da board. The customer adjusted a few hoses which resolved the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.